Event description:
Found during inspection. According to the reporter, the device displayed a persistent svc icon. Testing by physio-control found that the device did not deliver energy. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not transfer energy, the svc light was illuminated and fault codes relating to energy transfer logged into device memory. Physio observed that a ribbon cable connecting therapy pcb assembly to biphasic pcb assembly would not latch into connector jack, designator j106, on the biphasic pcb because j106 was broken. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.